Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that the head of the impactor does not screw anymore on the handle as the threads are stripped.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The impactor was returned for evaluation. By visual inspection and tech evaluation of returned driver impactor confirms, stripped/damaged threads, gouges and damage on head, scratches, wear and damage on the handle ends. DHR was reviewed and no discrepancies were found. Due to the potential field age, repetitive use and the nature of this part, the device damage occurred due to wear and tear. Therefore, the root cause analyzed to be wear and tear from use. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.